Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: did the device deliver staples? Yes. If yes, were the staples formed correctly? The staple line did not form correctly, leaving some staples open. If so, was the staple line complete? Yes. Did the device cut? Yes. If yes, has the cut line been completed? Yes. If so, was there a problem with the cut line, such as uneven, dull, uneven knives, etc.? No was there any difficulty opening the device? No.

Event description:
It was reported that during an appendectomy, staple with failed tissue stapling. No delay to the surgery. No fragments generated and the surgery was successfully completed. There were no patient consequences.